Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and moderate ketones; cause was unknown. Bg was addressed via manual injections. The customer was instructed to consult with healthcare provider regarding bg level.